Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced due to oversensing. No further information is available.

Event description:
New information received states the patient was not symptomatic and in stable condition before and after the replacement procedure.